Event description:
The international customer reported the v60 touch panel was inoperative. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).